Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or intraperitoneal volume iipv events that could have caused or contributed to the reported difficulty. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). The patient was not hospitalized prior to death. It was reported the patient was performing automated peritoneal dialysis (apd) prior to death; however, it is unknown if the patient was connected to the hc device at the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.